Event description:
It was reported that the customer's insulin pump alarmed motor error during the basal delivery. Troubleshooting was performed. The customer's blood glucose reading was 236mg/dl. Assisted the caller to rewind and prime and the device did not alarm. Performed the displacement and self test and they passed. Reviewed the alarm history and found multiple motor error alarms. Advised the caller that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with the currents within specifications. The device alarmed motor error during the basic occlusion test as a result of a loose drive support disk. However, the motor was tested outside of the device and passed.